Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous and severely calcified lesion located in the proximal to mid lad. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was not used. It was reported that the device did not cross the target lesion. After that, even though an attempt was made to pull back the stent once, the stent was stuck in the lesion and it was unable to be pulled back. The guiding catheter was advanced towards the position where the stent was stuck, however, at that time, the proximal edge of the stent was deformed and the stent was unable to be pulled back in the guide catheter. The guide catheter was removed from the patient¿s body once, and the tip portion of the guide catheter was formed in a trumpet shape, and stent was thus pulled back in the guide catheter and removed from the patient. No patient injury reported.

Manufacturer narrative:
Additional information: the guide catheter was a 6f launcher. Product analysis summary: stent was positioned between the marker bands but not meeting specifications due to deformation of the proximal marker bands. Deformation was evident to the 1st to the 5th proximal stent wraps with struts bunched and overlapping. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: stent was positioned between the marker bands but not meeting specifications due to deformation of the proximal stent wraps. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The proximal edge of the stent was deformed and expanded so it could not be removed during the first attempt to retrieve it. The physician then intentionally cut the tip of the launcher guide catheter to make it wide enough to retrieve the deformed stent. If information is provided in the future, a supplemental report will be issued.